Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples resulting positive for only s gene when using the simplexa covid-19 direct assay, but negative upon repeat with a different lot of simplexa assay and also negative on competitor assays (cepheid genexpert, biofire, bd max). Runs from the simplexa assay were not provided for analysis. A diasorin molecular senior scientist communicated that the customer was only seeing only s gene detection between 32-33 cts on certain samples. Although no data from the competitor assays were provided, it is known that the competitor assays targets are different: - cepheid genexpert (n2 gene, e gene). - biofire (orf1ab, orf8). - bd max (n1 gene, n2 gene). Based on the information provided, it is a possibility that these samples were near the limit of detection of the simplexa assay with the cts = 33, or they were not detected for those targets in the competitor assays since samples detected only for the s gene. The customer's device and suspected false positive samples were not provided for investigation. The condition/symptoms of the patients were not provided. A retain lot of the suspected device was tested on 8/31/2020 with eight (8) no template controls (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# 7926n, met all qc release criteria prior to kit release. Mol4151, lot# 7926n was tested using a total of 35 no-template controls (ntc) replicates with zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 2nd complaint on mol4150, lot# 7925n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on patient samples resulting positive for only s gene when using the simplexa covid-19 direct assay, but negative upon repeat with a different lot of simplexa assay and also negative on competitor assays (cepheid genexpert, biofire, bd max). The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Patient information and sample collection method was not provided.